Manufacturer narrative:
(B)(4). The malfunction was verified and oxygen sensor was replaced. The unit passed all testing and operates within the manufacturing specifications.

Event description:
It was reported that, an 840 ventilator was giving inaccurate oxygen readings. The ventilator was not in use on a patient at the time the malfunction occurred.